Event description:
The event is reported as: complaint alleges that the staple could not be fired from the stapler during use on a pt. No pt injury.

Manufacturer narrative:
Sample not returned to MFR in time for this report.